Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip/metal cap detached. Per the customer, the fiber cap was found in the pt's urethra and retrieved. No pt injury was reported.